Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced red heart alarms. The pt cables were changed. Smoke began to appear out of the system controller near the black lead. The system controller was exchanged and a new pt cable was used. The original pt cable was re-tested with the system controller and no issues were noted.

Manufacturer narrative:
The reported event of a red heart alarm was confirmed during analysis. The eval of the returned system controller (serial number (B)(4)) revealed a burned black power lead under the strain relief at the housing side. There was no damage observed to the strain relief. Further eval confirmed all internal wires, including positive (v+) and negative (v-) power lines were melted and shorted. The data log file was retrieved from the returned system controller and contained approx 14 days and 5 hours of events from day (B)(6), 14 hours and 19 mins to day (B)(6), 19 hours and 41 mins where atypical low voltage alarms were recorded. At the time stamp of day (B)(6), 19 hours and 41 mins, there were various alarm conditions recorded including low flow hazard, low battery hazard and low speed hazard alarms followed by power interruption indicated by a time clock being reset to 0 rpm. Although the investigation was unable to conclusively determine the definitive cause for the damage identified in the black power lead, due to the number of years that it had been in service, it appeared that the damage was related to wear and tear. A review of the device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.